Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. There was no impact to the customer's blood glucose level. Reportedly, the alarm cleared and customer resumed insulin therapy. In addition, it was reported that the insulin gauge was inaccurate. The customer's blood glucose level was 180 mg/dl. Customer loaded a new cartridge to resolve the issue.